Event description:
Related to MFR report#s: 2183959-2011-00087 and 00088. On (B)(6) 2008, an apogee graft was implanted. It was reported that, as a result of the implanted mesh, the pt has experienced pain, has suffered emotional and mental distress, and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.